Event description:
Pt reported every button of the infusion device does not work anymore. Pt stated it is not possible to deliver a bolus and it has not been possible to check the residual life. Pt is currently using the backup infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.